Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils not identified /unable to sonographically identify essure coils') in an adult female patient who had essure (batch no. B09709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, anemia and amenorrhea. Concurrent conditions included type 1 diabetes mellitus since 2000, gallbladder pain, overweight, cystic fibrosis carrier, vaginal discharge and bacterial vaginosis. Concomitant products included ethinylestradiol;norgestimate (sprintec) from 2013 to 2014 and insulin since 2012. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping) / severe cramps towards the lower area"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful sexual intercourse"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and menstruation irregular ("irregular menstrual cycles"). The patient was treated with antibiotics and clarithromycin (macrobid). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, alopecia, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:trailing coils: left: 4 right: 3 the patient did not have her essure removed, however is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: history/indication: essure placement comments: unable to sonographically identify essure coils essure coil is not identified.. Ultrasound scan vagina - on (B)(6) 2013: as per pfs: essure coils not identified. As per mr:unable to sonographically identify essure coils. Essure coil is not identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils not identified /unable to sonographically identify essure coils') in an adult female patient who had essure (batch no. B09709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, anemia and amenorrhea. Concurrent conditions included type 1 diabetes mellitus since 2000, gallbladder pain, overweight, cystic fibrosis carrier, vaginal discharge and bacterial vaginosis. Concomitant products included ethinylestradiol;norgestimate (sprintec) from 2013 to 2014 and insulin bovine (insulin 2) since 2012. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping) / severe cramps towards the lower area"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful sexual intercourse"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and menstruation irregular ("irregular menstrual cycles"). The patient was treated with antibiotics and clarithromycin (macrobid). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, alopecia, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:trailing coils: left: 4. Right: 3. The patient did not have her essure removed, however is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: history/indication: essure placement. Comments: unable to sonographically identify essure coils essure coil is not identified. Ultrasound scan vagina - on (B)(6) 2013: as per pfs: essure coils not identified. As per mr:unable to sonographically identify essure coils. Essure coil is not identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs and mr received : case became valid. Injury nos replaced with new events - essure coils not identified(from lab data), abnormal bleeding (vaginal, menorrhagia), urinary tract infection, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower abdominal pain, hair loss, irregular menstrual cycles. Lot number was added. Reporter's information was added. Patient's demographics was added. Medical history, concomitant conditions, concomitant drugs, treatment drugs , lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.